Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle the shield breaks off of needle. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety cover will "come off" after injection.

Event description:
It was reported that during use with 2 bd vacutainer® eclipse¿ blood collection needle the shield breaks off of needle. There was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that the safety cover will "come off" after injection.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report # 1024879-2023-00282: and is therefore over-reported.